Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from an IV tubing during an unspecified infusion. Although requested, additional information is not available; there was no patient harm.